Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered during pd treatment. The patient said there were several air detected in cassette warnings during drain 1 of 3. When the patient removed the cassette from the cycler there was fluid in the pump module area. Fluid leaked from an unknown area. Technical services issued the patient a new cycler. In a follow up with the patient's pd nurse it was verified there was no harm, adverse event or intervention associated with the leak. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The patient sensor check passed. The accelerated stress test passed. No fluid leaks were found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification..the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered during pd treatment. The patient said there were several air detected in cassette warnings during drain 1 of 3. When the patient removed the cassette from the cycler there was fluid in the pump module area. Fluid leaked from an unknown area. Technical services issued the patient a new cycler. In a follow up with the patient's pd nurse it was verified there was no harm, adverse event or intervention associated with the leak. The cycler is available to return for investigation.